Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02420. The patient received two scs leads form the same lot number. It was reported the patient experienced a fall and his scs stimulation changed since then. A sjm representative met with the patient, however, effective stimulation could not be achieved by reprogramming. Additional information received on (B)(6) 2014 identified the patient underwent surgical intervention on (B)(6) 2014. It was discovered the patient's scs ipg was inoperable because the patient stopped charging his ipg months ago. The patient's entire scs system was removed. The physician decided to re-trial the patient with a different model lead. The trial was successfully completed on (B)(6) 2014. A new ipg was implanted. The patient reported receiving effective stimulation postoperative. All reported issues have been resolved.